Event description:
New information received notes that when an asymptomatic patient presented through merlin.net transmission, additional episodes of non-sustained oversensing due to post-paced t-wave oversensing were observed. Programming changes were recommended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, non-sustained oversensing episodes due to post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made. Patient¿s condition was stable.